Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed mixing pump. The DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were having trouble with coming up to temperature. Loaners requested for both devices. They did not have the run hours as of right now, both need repair, they were having trouble reaching temperature. Device would be sent to the depot for assessment. Per gcs changes on 05mar2024, it was reported that they ran a functional test and sent data files. No device malfunction or alarms were observed. This work order would be closed. No further information was provided regarding the initial complaint of trouble coming up to temperature was given and was not supported by the data. It was reported that there was a mis call from nurse on 04mar2024, nurse stated that they kept receiving an alarm 113 (reduced water temperature control) on their arctic sun device, targeted temperature (tt) was 99f, patient temperature (pt) was 98.8f or 37.1c, water temperature (wt) was 86.5f or 30.3c, water flow rate (wfr) was 2.2 l/min. Diagnostics showed that the outlet monitor temperature (t1) was 30.3c, outlet control temperature (t2) was 30.3c, inlet temperature (t3) was 30.4c, chiller temperature (t4) was 4.1c, water flow rate (wfr) was 2.2 l/min, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 53 percentage, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0 percentage, water reservoir level (wrl) was 5, system hours were 1,356, and pump hours were 1,109. Walked nurse through placing device in manual control at 4c. After a few minutes, water temperature remained at 30.3c and mixing pump command (mpc) was 100 percentage. Informed nurse to send this device to biomed labeled not cooling and swapped to a new device. Encouraged nurse to call back with any issues. Email forwarded 04mar2024, they reported having trouble with coming up to temperature. Loaners requested for both devices. They did not have the run hours as of right now. They both need repair, they were having trouble reaching temperature and device would be sent to the depot for assessment.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were having trouble with coming up to temperature. Loaners requested for both devices. They did not have the run hours as of right now, both need repair, they were having trouble reaching temperature. Device would be sent to the depot for assessment. Per gcs changes on (B)(6) 2024, it was reported that they ran a functional test and sent data files. No device malfunction or alarms were observed. This work order would be closed. No further information was provided regarding the initial complaint of trouble coming up to temperature was given and was not supported by the data. It was reported that there was a mis call from nurse on (B)(6) 2024, nurse stated that they kept receiving an alarm 113 (reduced water temperature control) on their arctic sun device, targeted temperature (tt) was 99f, patient temperature (pt) was 98.8f or 37.1c, water temperature (wt) was 86.5f or 30.3c, water flow rate (wfr) was 2.2 l/min. Diagnostics showed that the outlet monitor temperature (t1) was 30.3c, outlet control temperature (t2) was 30.3c, inlet temperature (t3) was 30.4c, chiller temperature (t4) was 4.1c, water flow rate (wfr) was 2.2 l/min, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 53 percentage, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0 percentage, water reservoir level (wrl) was 5, system hours were 1,356, and pump hours were 1,109. Walked nurse through placing device in manual control at 4c. After a few minutes, water temperature remained at 30.3c and mixing pump command (mpc) was 100 percentage. Informed nurse to send this device to biomed labeled not cooling and swapped to a new device. Encouraged nurse to call back with any issues. Email forwarded (B)(6) 2024, they reported having trouble with coming up to temperature. Loaners requested for both devices. They did not have the run hours as of right now. They both need repair, they were having trouble reaching temperature and device would be sent to the depot for assessment.